Event description:
Solicited call to the patient's mother. Pt's mother reported some redness and irritation around the pt's port site after tegaderm dressing was removed. Pt's mother requesting a different dressing. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Reported to (B)(6) by: patient/caregiver.